Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. The patient was hospitalized for this event one day after onset. Treatment for this event was injection of heparin (intraperitoneally, dose, frequency and duration not reported), injection fortum (1 g, intraperitoneally, frequency and duration not reported) and injection reflin (1 g, once a day, route and duration not reported). Action taken with therapy was not reported. At the time of this report, the patient is recovering from this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).